Event description:
It was observed that during the device evaluation, the duodenovideoscope's forceps elevator had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of burnt forceps elevator was the continued use of the device during the procedure while a metallic foreign object was adhered to its tip. This adherence likely resulted from the endo therapy accessory becoming welded to the device tip, which led to burnt forceps elevator. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.